Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6). Product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient clarifying that their back was/is getting hot around the area where the battery was/is, though they stated that at times their entire back seems to be on fire. They stated that mostly it is like a belt around their lower portion of their back/buttocks/abdomen where their battery is located. The message the patient saw on their controller said ¿system cannot provide desired intensity settings¿. The patient stated that they have an appointment with their surgeon on (B)(6) 2024 to address their issues.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient stated they have been having a problem for a while now. Patient said when they go to change their program, they get a message that says settings not available. Patient also said the controller gets stuck 6-8 hours on an error code saying system problem or cannot provide desire intensity settings. Patient mentioned they feel like their lower back is really hot and they had to get up in the middle of the night one night because they thought they had a fever. Patient confirmed they have not had any falls or trauma. Patient reset the controller and confirmed the green light was flashing on the controller. Patient then unlocked controller and reported settings not available. Patient service specialist reviewed meaning of the message and redirected to healthcare provider. Agent reviewed options to do over phone such as lowering settings in a group pt does not use. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that the steps that will be taken to resolve issue is with MRI and x-rays. Scheduled MRI for (B)(6)2024, also extensive x-rays same day of spine region.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.